Event description:
It was reported that the patient was monitored remotely via merlin.net. Review of the transmission revealed false-positive under-sensing on the implantable cardiac monitor (icm). Programming changes were made remotely to address the issue, and the patient will be continued to be monitored. The patient was in a stable condition.